Manufacturer narrative:
System was used for treatment. A batch record review was performed for lot c151. There were no non-conformances. This lot met all release requirements. The uvadex lot number was not provided as it was not administered. However, a review of all uvadex lots manufactured since (B)(6) 2013 was performed. No trends or noncoformances related to the complaint were noted. Trends were reviewed for all complaint categories and no trend was detected for tubing leak. Service order (B)(4) completed: service engineer checked all pump heads, and found friction in the collect pump head. He replaced the collect pump head; calibrated pump and performed system test successfully. No further action was required. The assessment is based on information available at the time of the investigation. No product was returned by the customer for investigation, therefore it could not be determined if the specific product met specification. Complaints are monitored through tracking and trending. If a trend is detected, further investigation will be conducted through the CAPA/continuous improvement process. (B)(4).

Event description:
Customer reported blood leak at the collect pump. The leak occurred at the beginning of the treatment. No alarms occurred during prime and no alarms occurred during the treatment. Operator believed the collect pump was blocked and damaged the pump tubing segment, causing the leak. Treatment was aborted, no blood was returned to the patient. Patient status reported as ok. Service order (B)(4) was dispatched. No product was returned for investigation.